Event description:
Attorney reported: in 2003 - the pt underwent a ventral hernia repair with a 4" by 6" bard composix e/x mesh, lot# 43imd236. In 2004 - the pt began to suffer severe abdominal pain in the area of that hernia repair. Two months later - the pt underwent surgery to repair a recurrent ventral hernia in the area of the previously placed composix e/x mesh. During that surgery, pt's surgeon found that the mesh was inextricably adhered to the pt's abdominal wall, and removed as much of the mesh as possible. The pt was inserted with a large oval bard composix kugel hernia patch lot# 43cnd383, to repair the recurring hernia. In 2008 - the pt went to the ER for severe abdominal pain and nausea. At that time, she was diagnosed with a recurring hernia with an obvious hard foreign body located inside the hernia site. Nine days later - the pt underwent removal of both the composix kugel hernia patch and the remains of the composix e/x mesh. At that time, the pt's surgeon tediously dissected from the pt's body and the hernia wound was closed with no replacement mesh. Pathology of the mesh showed attached chronically inflamed fibroadipose tissue and skeletal muscle. The pt has suffered and will continue to suffer physical pain and mental anguish, disability and loss of enjoyment of life.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted in 2004 will be reported.